Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to place a new abutment on a sleeper implant but has not taken place as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the initial MDR submitted on march 31, 2022 was filed inadvertently. No device malfunction or serious injury has occurred. The device was not a cochlear device.